Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-apr-18 reporting that the consumer was not in a rush to explant the device and that a surgical intervention was not planned, scheduled, or performed at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for post lumbar laminectomy syndrome. The rep reported that the patient¿s device was confirmed to be in overdischarge. The patient indicated that the device hadn¿t worked in about 2 years. It was noted that the patient had a spinal fusion about 2 years ago, and therefore hadn¿t used the device around that time. When the patient went to use the device again, it would not connect with their recharger or programmer. The rep met with the patient on the day of the report and was able to jumpstart the implantable neurostimulator (ins). It was reported that the ins was working fine, and just needed to be charged further. No further complications or patient symptoms were reported. Additional information was received by a manufacturer representative (rep). It was reported that the patient reported to the office on (B)(6) 2018, of an apparent overdischarge. The patient had wanted to see if the ins still worked after not using or charging their implant for 2 years. The reason the patient had stopped using their ins was because they had it off for a spinal fusion they had about 2 years ago. When the patient tried to turn their ins back on again, the ins was not communicating, and the patient never reached out to the doctor or a rep to check the device. On (B)(6) 2018, the ins was jumpstarted, the patient was able to charge the ins to 25% charge and then an error code was cleared. The patient was told to continue charging and the rep would be checking in the patient around the end of (B)(6) 2018 to ensure the ins is still working properly. It was noted the patient has a history of chronic back pain. No further complications were reported or anticipated. Additional information received from the manufacturing representative (rep) indicated that the patient was never able to get the system to fully charge after the ins was recovered from overdischarge. The patient stated that the day after the ins was jumpstarted, they charged the battery over half, but it discharged very quickly. The day following the jumpstart, the device could not be read. It was noted that the patient was never able to feel stimulation come back on. The rep stated that after they jumpstarted the ins in the office, they let it charge to over ¼ to clear the error code, and the battery discharged pretty much immediately. The rep recommended that the patient go home and fully charge the ins, but the rep was not sure that happened. The patient indicated that at this point, they do not want to troubleshoot any further, and will be pursuing battery replacement. No further complications were reported or anticipated.